Event description:
It was reported that a malfunction with code malf 12 occurred, with three instances noted by the customer. There was no adverse impact to the customer's blood glucose level. Customer will use mdi as a backup therapy, and tandem technical support will replace the pump, instructing the customer to put it into storage mode before returning it with a prepaid label.